Manufacturer narrative:
According to the information provided by the technician, the peep values were lower than set. During on-site visit the issue was reproduced. Expiratory valve coil was found defective and was replaced to resolve the issue. The device passed all performance tests and was returned to clinical use. The peep is maintained in the alveoli and may prevent the collapse of the airways. The peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Device's logs were not provided for further analysis. The defective part was not returned for investigation, as it was kept by the customer. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory valve coil.

Event description:
It was reported that the ventilator had issues with delivery of the set value of the positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).